Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, prior to removal of the plastic sheath, a nurse cut off the mesh and the sheath at skin level on the patient's left thigh. The plastic sheath retracted into the exit incision and could not be found. The mesh was pulled out from the vaginal end in the hopes that the sheath would come with it. However, this was not the case. The surgeon opened up the dissection from the vaginal incision in order to look for the plastic but was unable to locate it. The whole of the first mesh was removed and the plastic sheath from first sling still wasn't located. The surgeon inserted another mesh, closed the incision, and finished the surgery. Later that same day, the patient was returned to surgery, where the vaginal incision was opened to look for the plastic sheath again without success. The patient has an x-ray, an ultrasound, and an MRI to try to locate the sheath, but it did not show up on any imaging. The patient currently has no symptoms of the plastic sheath being left in place. No further intervention is planned. The surgeon opines that the event wasn't the fault of the device and is the result of human error by the nurse.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.